Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 21f sheath and the tevar procedure was completed. Reportedly, the suture knots of both of the pre-placed proglide devices were successfully advanced; however, hemostasis was ultimately not fully achieved. A third proglide device was deployed and the knot was successfully advanced but also failed to achieve hemostasis. A surgical suture was placed to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.